Event description:
Caller reported an issue with the cartridge o-ring not being in place or undamaged. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in filling a new cartridge, removing the pump from its case, and cleaning the pneumatic tap area. Caller successfully loaded the cartridge onto the pump and resumed insulin. Cts instructed caller to monitor system performance, and no cartridge replacements were necessary. Caller understood and acknowledged these instructions.